Event description:
It was reported that during a stenting treatment procedure, a vessel dissection occurred. The procedure treated the 70% stenosed, long target lesion located in the mid left circumflex (lcx) artery. A non-bsc wire was positioned in the vessel and a 2.75x32mm taxus liberte stent was advanced and deployed at nominal pressure. The physician noted a small vessel dissection at the proximal end of the 2.75x32mm taxus liberte stent. The physician deployed a 2.75x8.0mm taxus liberte stent overlapping the 2.75x32mm taxus liberte stent to successfully complete the procedure. No further patient complications occurred and the patient status is stable.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).